Event description:
This is report 1 of 3 for the same event. It was reported from germany that during an unspecified surgical procedure, it was observed that the battery reamer/drill device did not stop after the trigger was switched off. According to the report, the alleged malfunction was observed in two battery reamer/drill devices and a battery oscillator device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 16, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was rough running. The device was completely dismantled and liquid in gear was detected. The reported condition was confirmed. It was determined that immersing the device in an aqueous solution or in an ultrasonic bath did not comply with instruction for use. The assignable root cause was determined to be due to improper maintenance which was user error, misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.